Manufacturer narrative:
During investigation on-site performed by our field service engineer the ventilator failed safety valve test during pre-use check. The field service engineer found presence of liquid spill on the inspiratory pipe and the safety valve. The ventilator was cleaned and dried, tested normal and was cleared for clinical use. No parts were replaced and no ventilator logs were provided. The damaged parts were not further investigated. Liquid/moisture on the electrical parts can cause failure/short circuit, which may lead to stop of ventilation. Alarms will be generated. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. The ventilator was contaminated with liquid. There was no patient involvement. Manufacturer's ref #: (B)(4).